Manufacturer narrative:
Additional information: the device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, six months after implantation, a lp hakim valve was suspected of malfunctioning and was revised. The patient visited the hospital due to recurrence of gait disturbance. The surgeon took x-ray images of the ventricular and found ventricular enlargement. The setting was changed to see if the condition improved, but there was no improvement confirmed. Therefore a revision surgery was performed to change to a vp shunt with setting of 120mmh2o. The surgeon suspected it was because of the abdominal or lumber catheter. The patient is now under monitoring. The valve was implanted due to idiopathic normal pressure hydrocephalus. The patient did not have any primary disease. Csf protein level was within range and no permeation of blood or debris to the cerebrospinal fluid was confirmed. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The valve was visually inspected: no defects noted. The valve was tested for programming and passed. The valve was flushed; no occlusion noted. The valve was leak tested; no leaks noted. The valve was reflux tested and passed. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records found no discrepancies when the device was released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.